Event description:
Per the audiologist's report, the patient did not perceive sound at the initial activation of her cochlear implant system one week after surgery. In 2007, the audiologist reported that the patient had developed facial nerve paralysis two weeks post-surgery. The patient was evaluated by the cochlear implant surgeon who indicated that this was a possible side effect of surgery which should resolve on its own. The results of an integrity test were consistent with normal receiver/stimulator function. The electrode array subtests were not consistent with normal electrode array placement. The patient was scheduled for a CT scan. The device was explanted the following month. The patient was reimplanted with a new device during the same surgery. Notes on the paperwork accompanying the explanted device stated that the electrode array was outside of the cochlea. Per the audiologist's report one month later, the patient's facial nerve function is back to normal. The placement of the reimplanted device electrode array was checked by CT during the surgery. The patient is doing well with the new device.